Event description:
The actual device was returned without an alleged malfunction. During pre-repair testing it was observed that the device had "high temperature". Reliability engineering evaluated the device and confirmed that the device did not meet manufacturing specifications. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. Reliability engineering performed a functional assessment test and the device failed the temperature acceptance criteria (exceeds high limit in the elbow and base). This was due to normal wear over time. If additional information becomes available, a supplemental medwatch report will be sent accordingly.